Manufacturer narrative:
An event of dyspnea and arrhythmia during procedure were reported.. Information from the field indicated that the patient was discharged with normal sinus rhythm. A returned device inspection could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: crd_806 - pfo occluder pas, patient site ID: (B)(6) it was reported that on (B)(6) 2024, a 30-25mm amplatzer talisman pfo occluder was implanted using a 9f amplatzer trevisio intravascular delivery system. During procedure, patient was cardioverted for atrial fibrillation. On (B)(6) 2024, the patient was given a zio patch to detect cardiac arrhythmias. On (B)(6) 2024, the patient had an episode of high blood pressure, high heart rate, light-headedness, and sweating. The patient went to the emergency department. The zio patch indicated that the patient had no sustained arrhythmia. No treatment or medication was required, and the patient was discharged. On (B)(6) 2024, the patient returned for a follow-up visit, and the patient admitted to having several more episodes similar to the first one. The patient was noted to have decrease in functional capacity with chest tightness. The patient received a chest computed tomography (CT) scan which did not show any pericardial effusion or pulmonary embolism. There was incidental mild mosaic attenuation in the lungs suggestive of air trapping from small airway disease. Possible diagnoses were underlying asthma, constrictive bronchiolitis or hypersensitivity pneumonitis. No treatment was required. The patient had not experienced episodes prior to implant of the device, but it was unknown whether or not the device or procedure was considered to be related to the episodes. The patient status was reported as stable.